Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for analysis. The returned product consisted of a guidezilla guide extension catheter and was bloody. Microscopic and tactile inspection of the tip, distal shaft, collar and hypotube were performed and revealed that there are numerous kinks in the hypotube, numerous kinks in the distal shaft, tip damage (misshapen), and a partial separation at the collar. However, after lab analysis was completed, the shaft completely separated when it was put back into the biohazard bag. While the device loaded into the guide catheter, it could not advance through the guide catheter due to the shaft damage. The investigation conclusion was unable to be determined. (B)(4)

Event description:
Reportable based on device analysis completed on 08-feb-2018. It was reported that the catheter could not cross the lesion. During procedure, a guidezilla¿ guide extension catheter was used to advance the target lesion. However, the catheter could not cross the lesion. The procedure was completed with another of the same device. No patient complications reported and patient's status was stable. However, device analysis revealed that there was partial separation at the collar.